Event description:
A customer complaint was received regarding a unit that failed the fco81 pre-test, specifically the active exhalation verification pilot test. The complaint is currently under evaluation. No reported alarms, patient harm, or adverse clinical outcomes have been confirmed at this time. The device remains under investigation to determine the cause of the failure. As of the current status, the complaint cannot be confirmed pending completion of the evaluation. No components have been replaced or repairs performed related to this issue. Further analysis is ongoing to assess the nature of the failure.